Event description:
The customer called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 171 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.